Event description:
It was reported that the tmj devices were removed due to an infection that had fistulized into the patient's ear canal affecting the patient's hearing. The patient is being treated with antibiotics.

Manufacturer narrative:
The surgeon placed an antibiotic spacer and plans to place revision devices once the infection resolves. It was discarded.

Manufacturer narrative:
The reported event could not be confirmed as no evidence of an infection, e. G. Operative notes or lab results are received. However, a request for new devices were submitted under ID #2202171006 along with an email from the surgeon that confirmed the right tmj devices were removed due to the infection. Overall, the root cause for the infection remains uncertain as no lab results were obtained. The information received does not suggest a device failure, malfunction, or other performance issues. If further information becomes available, this report will be revised. H3 other text: it was discarded.

Event description:
It was reported that the tmj devices were removed due to an infection that had fistulized into the patient's ear canal affecting the patient's hearing. The patient is being treated with antibiotics.